Event description:
As reported: original procedure utilized plate and screw constructs. Patient went on to a non union from the primary. Revision surgery performed.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned. Furthermore, the implants list provided could not be used, as there were too many screws listed for one plate: it is therefore not possible to determine the correct screws references and quantity used. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required currently. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: original procedure utilized plate and screw constructs. Patient went on to a non union from the primary. Revision surgery performed.